Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and noise in which resulted in pacing inhibition greater than two seconds. The patient will be brought into the clinic to see if the noise can be reproduced. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Pt code 3191 captures the surgical intervention.

Event description:
Additional information was received that this right ventricular (rv) lead was surgically abandoned and replaced due to exhibiting oversensing and noise which resulted in pacing inhibition of less than two seconds.